Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(6).

Event description:
It was reported to philips that during a operational check for defib functionality that there was an "exception error". There was no reported patient involvement/adverse patient impact.